Event description:
It was reported that the fiber was defective and did not work during removal of a bladder tumor. The doctor was able to complete the case using a subsequent fiber with no patient consequence. The fiber was returned for analysis.